Manufacturer narrative:
Na

Event description:
It was reported that post pulse generator change out, there was loss of atrial sensing and capture coupled with a lead lead impedance greater than 2000 ohms in both the unipolar and bipolar modes. The pocket was re-opened, and the lead was noted to be loose in the header of the pulse generator. After reinserting the lead into the header normal pacing, sensing and impedances were observed.